Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt is complaining of glare in the right eye only. The surgeon states the pt's visual acuity in both eyes is fine. The pt presents with strabismus. A yag was performed without improvement of the pt's symptoms. Additional info has been requested.